Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the insulin pump had a vibrate anomaly. Customer's blood glucose was 97 mg/dl. During troubleshooting, device alarmed a failed battery test alarm. After troubleshooting, customer was advised the battery cap will be replaced. Customer's father reported the device continued to vibrate after the battery cap was replaced. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected failed battery test alarms noted and passed the self test. However, a loud vibrator motor was noted during testing due to adhesive no adhering properly into vibrator motor housing. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.